Manufacturer narrative:
No product returning for evaluation. Should new relevant info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer has received a notification stating"the pump cannot detect that the cartridge has been removed." Reportedly, the customer was able to remove the cartridge and successfully load a new cartridge. There was no reported impact to customers' blood glucose level.